Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that the first time she developed clogged ducts, she didn't know what was happening - that her breasts were hard, but she could breastfeed and they would return to normal. Then, after about the fourth time of experiencing clogged ducts, the baby could not help to remove the clog, as it was too hard. She indicated that she went to the doctor and was prescribed ibuprofen for pain and other medication as a precaution for the possibility that the area was infected. She has only used the medication one time and then went to a breastfeeding group and the women there told her to use warm and cold water and to manually express. She has received the replacement pump, but hasn't tried it yet and she no longer has clogged ducts. Though the complaint information does not reasonably suggest that our device caused or contributed to the injury or the device malfunctioned, medela is filing this report, which is considered a serious injury as it required medical attention (medication prescribed).

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she was not able to express with the pump in style breast pump and she was experiencing clogged ducts. She has been using a lower vacuum setting because anything higher caused discomfort. The customer alleged that the doctor told her that the pump was the issue, as she has an overproduction and is able to express with a manual pump and is also able to breastfeed without issue.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 07/17/2018. The device passed suction and cycle specifications, even though it was noted that there was residue in the tubing. Refer to attached evaluation. The customer's report of low suction could not be confirmed. [(B)(4)].